Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation: samples received: 2 open units. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. We have received two open and unused samples without aluminium pack. The needle is detached from the thread in both samples received and the thread is still wound in the cardboard support. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the needle and thread separated. The reporter indicated that when the package was opened, it was found that the needle and thread had detached. This was found prior to use. Additional information has not been provided.